Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the reservoir connection. The infusion set was in use for three days. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6) patient country - united states